Manufacturer narrative:
Patient information was unavailable from the site. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the hard drive was replaced. The system is fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that they received an error message at the end of a case. They were on their last two screws and a dialog box popped up "starting new case". They clicked the 'x' to close the box, and the system exited to the application login screen. They were able to log in but aborted navigation because they were almost done with the case. There was less than an hour delay to the procedure due to this event. There was no impact on the patient's outcome due to this event. Update from the manufacturer representative (rep) stating that the error message does not appear on the screen while navigating. What will happen is while navigating both screens will become unresponsive. Neither touchscreen will work, the mouse will not move and sometimes the account will get kicked out of the application to the login screen. They stated the system was running application 1.1 and os 1.0.4. Requested that the rep uninstall 1.1 including shared resources, then install os 1.0.5 and application 1.2. If this does not resolve the issue suspect ssd is required.

Manufacturer narrative:
The software analysis was unable to determine the probable cause of the reported issue. The software engineers reviewed the logs and found no indication that a software anomaly contributed to the reported behavior. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received. Patient information added. If information is provided in the future, a supplemental report will be issued.